Manufacturer narrative:
Returned device was received with damaged front cover. Outdated pcb and power switch. Cracked tank cover. During the evaluation of the device faulty float switch wouldn't alarm when triggered by low fluid level. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer had level sensor issues. No adverse patient effects were reported.

Event description:
Additional information: no patient involvement.